Manufacturer narrative:
Add'l info rec'd indicated that the customer has not rec'd any further auto-off alarms. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported by contact that the customer received two auto-off alarms in the morning. The customer cleared the alarms and resumed insulin delivery. Tandem technical support reviewed the pump history with the contact and it showed that there was no interaction w/the pump since the night before. The contact understood that the auto-off alarm functioned as intended.